Manufacturer narrative:
The pump passed prime, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer had motor position encoder error alarm. The customer's blood glucose level was 275mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.